Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a re-stenosed lesion located in the peroneal artery that was heavily calcified and moderately tortuous. During inflation of the armada 14 3.0 mm x 40 mm balloon dilatation catheter, the balloon burst at 8 atmospheres during the second inflation. Because the lesion could no longer be crossed with a guide wire, the physician decided to abort the procedure without further treatment. The device was prepared according to the instructions for use with air aspiration outside the patient anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.